Event description:
It was reported that a pt underwent a tonsillectomy procedure on (B)(6) 2010 and suture was used. The pt developed bleeding and required a re-operation to control the bleeding 6-7 days post-operatively.

Manufacturer narrative:
(B)(4) - bleeding occurred. The product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.